Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID: 694765 lead, implanted: (B)(6) 2008. Product ID: ddbc3d1 ICD, implanted: (B)(6) 2014. D224drg ICD, implanted: (B)(6) 2008. (B)(4).

Event description:
It was reported that there was high impedance on the superior vena cava (svc) coil. During the device change out, the svc measured "none". The lead was kept in the new system and was turned off. No patient complications have been reported as a result of this event.